Manufacturer narrative:
To date, the subject product has not been made available for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the reported event. A lot number was not provided, therefore, a review of the manufacturing records could not be performed. If additional event information is obtained, or if the sample is returned for evaluation, this report will be updated. (B)(4). Device not returned yet.

Event description:
Per the user facility report: it was reported that during a laparoscopic procedure "a burnt plastic type of odor was noticed during use of the hydro-surg irrigator. It was identified that the smell was coming from the battery pack." There was no patient injury as a result of this event.

Manufacturer narrative:
Evaluation of the returned sample confirmed fluid ingress onto the pc board and into the battery compartment. Visual examination identifies that as a result of the fluid ingress an electrical short circuit presented during use, as was reported. Evaluation of the device found that fluid entering the unit went past the motor seal and entered into the lower housing. There are multiple steps within the manufacturing process that could contribute to fluid passing beyond the lip seal assembly. Based on our evaluation and the condition of the device we have identified the most likely root cause to be manufacturing related. Medwatch (B)(4).

Event description:
Per the user facility report: it was reported that during a laparoscopic procedure "a burnt plastic type of odor was noticed during use of the hydro-surg irrigator. It was identified that the smell was coming from the battery pack." There was no patient injury as a result of this event.